Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that they were unable to see the angled malleable suction in the navigation screen. Technical services (ts) verified it was added on the instrument screen and the connection to the break out box was reseated. They opened another malleable suction and the issue was resolved. There was a delay of less than one hour. There was no impact on the patient's outcome.